Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (4000 mcg/ml at 1300 mcg/day) via an implanted pump. The patient¿s medical history was cp (cerebral palsy) and dystonia. The indication for pump use was intractable spasticity. It was reported that the pump in the patient¿s buttock was uncomfortable, so the pump was moved to the patient¿s abdomen. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was not mobile. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.